Manufacturer narrative:
The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported ¿left breast baker IV, capsular contracture, left breast total en-block severe scar tissue of bilateral breast, painful, hardening breast.¿ device has been explanted.